Manufacturer narrative:
Continuation of d10: product ID: evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, no misload was reported while loading. The loading check showed a crown overlap up to the second node. Of note, the patient had a heavily calcified annulus. During the valve implant, after final release, the valve dislodged above the annulus. Per the physician, the dislodged was likely due to patient anatomy due to calcification. The valve was withdrawn from the patient. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which reported that a pre-implant balloon dilation was performed using a 22mm balloon. Deployment started at the bottom of the pigtail catheter. The valve dislodged above the native annulus toward the aorta. The implant depth was approximately 3mm on the non-coronary cusp (ncc) side and about 2mm on the left coronary cusp (lcc) side. No post-implant balloon dilation was done. The safari guidewire was used during the valve implant procedure.

Manufacturer narrative:
Updated data: b5 section d information references the main component of the system. Other relevant device(s) are: product ID evolutfx-29 (serial: (B)(6)); use by date: 2026-07-01; UDI #(B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received clarifying that the valve was surgically explanted from the patient after the valve dislodged.